Event description:
It was reported that the surgeon attempted to insert a cc4204a collamer plate lens and the lens tore in the injector. No pt contact.

Manufacturer narrative:
(B) (4): evaluation results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing and there was evidence of a clear surgical residue. A child/parent work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. (B) (4)